Event description:
The facility reported a flo-gard infusion pump that experienced an occlusion alarm. According to the facility, this event occurred during biomedical testing. This event may have been a false occlusion alarm. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an occlusion alarm was confirmed in the pump's event history, but not duplicated during product evaluation. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition. A device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.